Event description:
Tech alleged the bed keeps alarming and there is fluid ingress on the power control board. No pt impact.

Manufacturer narrative:
The tech replaced the power control board to resolve the issue.